Manufacturer narrative:
The pod was received fully deployed. The download data contained no timeouts, drive stalls, or hazard alarms, indicating the pod functioned as intended. Fluid was able to flow freely through the complete fluid path, initially. A leak test was done by clamping the distal tip of the soft cannula and rotating the ratchet gear while observing for any external or internal tears or leaks in the fluid path. An internal leak was found. Since the tear was internal the exposed portion of the cannula could not be tested to confirm the leaking during wear. No other damages or deficiencies were found that would result in leaking during wear.

Event description:
It was reported the patients blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. As treatment, the pod was removed.